Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during an outpatient clinic visit on (B)(6) 2016 the patient experienced a questionable driveline infection with a small amount of non-purulent drainage from the driveline exit site. The driveline exit site did not appear well healed; however, the site was non-tender, without erythema or induration. The patient¿s white blood cell count was elevated, and augmentin was started. On the evening of (B)(6) 2016, the patient had an altercation with a family member, and the driveline was pulled. The patient was subsequently admitted. The patient was assessed in the emergency department on (B)(6) 2016, and presented with purulent drainage from the driveline exit site. A driveline debridement was performed the following day. Cultures were positive for pseudomonas aeruginosa and escherichia coli. Another culture was collected on (B)(6) 2016, and was positive for pseudomonas aeruginosa and escherichia coli. The patient underwent a second driveline debridement on (B)(6) 2016. The driveline debridement tissue culture grew pseudomonas aeruginosa. It was reported that despite outpatient antibiotics, the driveline infection did not clear. The patient was admitted on (B)(6) 2017, and blood cultures taken on (B)(6) 2016 and (B)(6) 2016 were positive for pseudomonas aeruginosa. The patient was also experiencing volume overload. Infectious disease (ID) was consulted, and there was concern for septicemia secondary to implantable cardioverter defibrillator (ICD) lead infection. On (B)(6) 2016, the patient lost consciousness and was transferred to the intensive care unit (ICU). The patient experienced seizure activity and required intubation. The patient¿s mean arterial blood pressures decreased, and the lvad system produced low flow alarms. Chest compressions were started and a pharmacologic code was instituted. The patient required multiple external and internal cardiac defibrillations. However, a cardiac rhythm was unattainable, and eventually the patient¿s ICD lost the ability to pace. After discussion with the family, the decision was made to withdraw support and the patient expired. The patient¿s system controller log file was submitted for review, and confirmed the low flow events. No abnormal events were observed. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed through the evaluation of the submitted system controller log file. Low flow hazard alarms were captured beginning on (B)(6) 2016 at 12:11 and continued until the driveline was disconnected on (B)(6) 2016 at 13:28. A specific cause for the low flow alarms and a correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection and sepsis area listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.